Event description:
It was reported that while using two surgical fibers during a prostate procedure, the fibers failed do to the fiber "twisting" / freely rotating inside of the metal cap. The issues occurred at 188,994 joules, 23:53 minutes of use and 61,116 joules, 7:35 minutes of use respectively. The case was completed using an alternate procedure (turp). There was no patient injury reported. This report is for the second surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the glass cap is protruding from the metal cap and can rotate off center; this is indicative of melting of glue at the metal to glass cap adhesion location. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.